Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer troubleshot this issue with the customer over the phone. The customer reported that they will not be repairing the ventilator at this time.

Event description:
It was reported that the remote alarm was not working. There was no patient involvement at the time of the event.